Manufacturer narrative:
No RMA has been issued for this device. Invacare provides the owners manual part no (B)(4) for model 65650r rollator. On page 1 the following warnings are given. It is unknown if the consumer was following the warnings or reading and understanding the owners manual . "Page 1 --warning do not use this product or any available optional equipment without first completely reading and understanding these instructions and any additional instructional material such as owner's manuals, service manuals or instruction sheets supplied with this product or optional equipment. If you are unable to understand the warnings, cautions or instructions, contact a healthcare professional, dealer or technical personnel before attempting to use this equipment - otherwise, injury or damage may occur. Each individual should always consult with their physician or therapist to determine proper adjustment and usage. Do not use the rollator as a wheelchair or transport device. Rollators are not intended to be propelled while seated. The brakes must be in the locked position before using the seat. A physical/occupational therapist should assist in the height adjustment of the rollator for maximum support and correct brake activation. Care should be taken to ensure that all hand and height adjustments are secure, and that casters and moving objects are in good working order before using this or any mobility aid. All wheels must be in contact with the floor at all times during use. This will ensure the rollator is properly balanced. When using the rollator in a stationary position, the hand brakes must be locked. Always observe the weight limit on the labeling of your product. Check that all labels are present and legible. Replace if necessary. The rollator basket has a weight limitation of 11 lbs (5 kg). The tote bag has a weight limitation of 10 lbs (5 kg). Items placed in either the basket or the bag should not protrude from the basket or bag. If push handles are exposed to extreme temperature (above 100°f or below 32°f), high humidity and/or becomes wet, prior to use, ensure hand grips do not twist on rollator handle - otherwise damage or injury may occur. After installation and before use, ensure that all attaching hardware is tightened securely. Do not attempt to reach objects if you have to move forward in the seat. Reaching for these objects will cause a change to the weight distribution of the rollator and may cause the rollator to tip, resulting in injury or damage. Do not hang anything from the frame of the rollator. Items should be placed in the basket or the tote bag. The backrest should always be in place and is not designed to support the total body weight of the user. Before attempting to reach objects or pick them up from the floor by reaching down between your knees, place feet securely on the floor. Use extreme caution when reaching for any object. The height of the consumer is unknown. Model 65650 & 65650r have a height requirement of (B)(6). It is unknown if the consumer properly adjusted the height of the rollator as stated below. "Adjusting the height of the rollator note: after adjusting the height, the rollators brakes must be checked and, if necessary, adjusted. Either loosen the tube tightening levers or remove the adjustment knob by turning counterclockwise. Position the push handle so that when the user's arm is down to their side the hand grip is at wrist height. Either tighten the tube tightening lever or install the adjustment knob into one of the six adjustment holes by turning clockwise. Repeat steps 1-3 for the other side."

Event description:
The consumer was at a bus stop sitting on the seat of the rollator, when the back weld allegedly broke, causing him to fall through the back. No serious injury is alleged.